Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that the patient wanted their device checked. Sometimes they felt a shocking sensation in their right hip where the ins was. The patient was redirected to a healthcare professional to address the issue, and were sent physician listings.